Manufacturer narrative:
(B)(4).

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-01565), the patient was determined to have an infection at the ipg site. The symptom of infection was drainage. The patient underwent a procedure where the physician washed out the wound and the patient was started on a regimen of antibiotics through an intravenous line. The physician stated that the infection was related to the procedure.